Event description:
Pt reported to have developed a blister, approx one inch in diameter, on back of hand, following treatment with the anodyne unit. It was not reported that medical intervention was required.